Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient returned to the clinic for post implant wound check. The puncture adhesive had been removed from the incision. It was further reported that, per the patient, the implantable cardiac monitor (icm) became visible and had partially migrated out of the incision site. The icm was extracted by the physician and later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.